Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced furuncle ("infection (bladder/ urinary tract/vaginal) type: boils"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), mania ("manic"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes on arms"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, oophorectomy (bilateral removal of ovaries) ,). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, mania, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal pain, abdominal pain upper and pelvic pain outcome was unknown and the mood swings and furuncle had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, bipolar disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, mania, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: pfs received. Event outcomes were updated to not recovered for: mood swings, boils. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced furuncle ("infection (bladder/ urinary tract/vaginal) type: boils") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), mania ("manic"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes on arms"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) ,). At the time of the report, the fallopian tube perforation, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, mania, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, vulvovaginal pain, abdominal pain upper and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, bipolar disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, mania, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received- injury nos replaced case become incident new event hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: boils, apareunia (inability to have sexual intercourse), infection (other) describe: boils, psychological or psychiatric problems condition: bipolar disorder/manic/anxiety, rashes or skin conditions type: rashes on arms, migraines / headaches, salpingectomy(bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping) dyspareunia (painful sexual intercourse), fatigue, hair loss, perforation(fallopian tube(s)), vaginal pain, stomach pain, pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.